Event description:
Due to infection the listed implants were removed.

Event description:
Due to infection the listed implants were removed.

Manufacturer narrative:
An event regarding infection involving a triathlon ps x3 tibial insert was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. Device history review indicated all devices accepted into final stock met specifications. There have been no other events for the lot or sterile lot referenced. The source of the infection could not be determined. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat no.: 5550-g-360, triathlon symmetric x3 patella, lot code: t7j3; cat no.: 5515-f-501, triathlon ps fem component, cemented, lot code: hxaxa; cat no.: 5520-m-600, triathlon mis baseplate #6, lot code: ecb8c. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned.